Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the lens tore. The lens was cut into pieces to remove and there was no pt injury. There was no enlarged incision or sutures.